Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there appears to be oversensing on the stored egms (electrograms) for the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.